Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported post cardiac ablation procedure, the patient experienced hypoxemia. Patient continued to drop oxygen saturation 86¿88% on room air after receiving duoneb breathing treatments and shortly after completing incentive spirometry 10x every 15 minutes. The oxygen saturation continued to drop to 86¿88% on room air despite receiving two breathing treatments and incentive spirometry. Blood testing showed elevated bnp levels at 700. A chest x-ray showed no edema or consolidation, and the patient appeared slightly overloaded on exam. A one-time oral dose of lasix was given. Patient monitored overnight with attempts to wean to room air, the next day the patient ambulated with spo2 91¿93 and felt back to baseline. Patient was discharged and resumed diuretic medication at discharge. No further patient complications have been reported as a result of this event.